Event description:
It was reported that the customer was hospitalized due to high blood glucose over 600mg/dl. The mother stated that the cannula was bent, but the insulin pump did not alarm no delivery. Troubleshooting could not be performed as the caller did not have the insulin pump at time of call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.